Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) is suspected to be depleting prematurely with the longevity drop from 1.5 years to 3 months within a span of 5 months. Boston scientific technical services (ts) discussed no low voltage fault has been triggered but confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Ts recommends replacement within 90 days. This device remains in service. No adverse patient effects were reported. Additional information indicates that this implantable cardioverter defibrillator (ICD) was explanted and a new ICD of a different model was placed. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) is suspected to be depleting prematurely with the longevity drop from 1.5 years to 3 months within a span of 5 months. Boston scientific technical services (ts) discussed no low voltage fault has been triggered but confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Ts recommends replacement within 90 days. This device remains in service. No adverse patient effects were reported.